Event description:
The customer reported that hemoglobin reagent leaked out of a reagent pump on the advia 120 instrument, causing an electrical short that affected power to the customer lab. There were no injuries reported, no known reports of medical intervention or adverse health consequences and no known delay in patient testing due to the leaking reagent pump.

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was dispatched to the customer site for instrument evaluation. After evaluating the instrument, the fse determined that the cause for the hemoglobin reagent leak was due to a malfunction in the reagent pump membrane. The fse replaced the reagent pump and electrical components affected by the leak. The analyzer is operating according to specifications. No further evaluation of the analyzer is required.